Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the electrical connector (el connector) was broken and the video was not coming out. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the light guide lens (lg lens) was broken, and the objective lens (ob lens) had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope video had a 7 o'clock shadow. The issue was found during preparation for use of an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the electronic connector (el connector) was broken and the video was not coming out. The procedure was completed using a similar device. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.